Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent avaulta pelvic mesh implant. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 7/13/2017 . Patient code: (B)(4) additional surgical intervention . It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Date sent to FDA: 8/9/2017

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, recurrence, extrusion, bleeding and vaginal scarring. No additional information was provided.